Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as confirmed after the analysis. (B)(4). Final conclusion: taking into account that the results of the samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) has been opened for the investigation of this complaint.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that needle thread connection weak - breaks off after opening the pack. There was no patient involvement.